Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump screen sustained two scratches since he had been hauling boxes up and down the stairs. The patient's blood glucose at the time of incident is unknown. The customer confirmed that the device was functioning but he could not read the display properly. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a cracked lcd window.